Event description:
It was reported that upon boot-up the programmer screen went black and displayed an error. It was further requested that the programmer receive a test and calibration. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed that the programmer booted to an error and also noted that it had a long boot time. The link electronic module board was calibrated, the hard drive reconfigured and the software reloaded to resolve. Analysis also noted that the system fan was noisy and it was replaced.

Event description:
It was reported that upon boot-up the programmer screen went black and displayed an error. It was further requested that the programmer receive a test and calibration. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.